Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that the pump would not recognize the up and down arrow buttons. Customer stated that it does not show the amount of insulin in the reservoir and it has a dark circle on the pump. Customer stated that sometimes the down arrow button will work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed self-test. The insulin pump properly displays the reservoir icon. No display anomaly noted. The insulin pump received with intermittent down arrow button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.